Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, oozing under 200cc occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure. There was no patient injury.